Event description:
The customer reported to olympus that during an unspecified surgical procedure, the tip of the thunderbeat instrument broke inside of the patient and was not able to be retrieved. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
Olympus further received information that the physician saw the patient in the office and options were discussed. The patient and physician agreed to leave it in. The patient's current health status is stable.